Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that the treating surgeon was unable to roll back the aquabeam handpiece scope carriage. As a result, the aquabeam handpiece was removed from the patient in an attempt to roll back the scope carriage without success. The aqubeam handpiece was replaced with a new unit, and the procedure was continued through successful completion. The reported event caused a surgical procedure delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Three (3) good faith attempts were made to retrieve the device; however, the aquabeam handpiece was not returned for investigation. A review of the device history record (DHR) ab2000-b/ serial number (B)(6) and the aquabeam handpiece / lot number 22c02395 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, um0101 rev. F, states the following: 11.2.5 sterile: aquabeam handpiece and aquabeam scope setup using the knobs on the carriage, advance the aquabeam scope forwards (distal) and backward (proximal) to ensure that the aquabeam scope is fully engaged with the aquabeam handpiece. The scope tube tip should move forwards and backward in concert with the movement of the aquabeam scope. The root cause of the reported event was unable to be established due to the inability to investigate the device. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.